Event description:
A 25mm amplatzer cribriform occluder was implanted without any noted complications. Three (3) hours post implant a pericardial effusion with tamponade was noted. The patient was sent to surgery for removal of the device and surgical closure of the pfo, as well as repair of the perforation. It is unknown at this point as to what caused the perforation. The patient was noted to be recovering well. Additional information has been requested, including imaging of the implant procedure, patient information, cath lab report and operative note, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer cribriform occluder involved in this incident since it was not returned to us. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.